Manufacturer narrative:
B3: unknown; no information has been provided to date. The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The functional testing was performed. The customer complaint "the device had downstream occlusion between patient and pump" was confirmed through functional testing. The cause of the reported issue was the dso/uso calibration need to be done. The reported issue was resolved by doing dso/uso calibration. Device passed all functional and delivery tests performed after repair activities were completed.

Event description:
It was reported that cadd-solis pump had downstream occlusion between patient and pump. There was no reported patient involvement.